Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the device was inserted in the patient in the normal fashion, it made a squeaking noise and would not inflate. The device was removed, and a second device was used to resolve the issue. After the surgery, the technician was able to test the device on the back table to verify that the balloon would not hold air. It was noted that the seal was missing or not intact and components fell into the cavity. There was no patient injury.

Manufacturer narrative:
Correction: b5, d4 (unique identifier (UDI) #) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the device was inserted in the patient in the normal fashion, it made a squeaking noise and would not inflate. The device was removed, and a second device was used to resolve the issue. After the surgery, the technician was able to test the device on the back table to verify that the balloon would not hold air. It was noted that the seal was missing or not intact and no components fell into the cavity. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name and address), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that only the dissector balloon, trocar balloon and insufflation bulb were received. The dissector balloon was received inserted into the trocar balloon with the bulb attached. During evaluation, the hole was covered and the dissector balloon was attempted to be inflated using the returned bulb, however a hole was noted at the junction site of the cannula. It was reported that the device made a squeaking noise and would not inflate. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a surgical instrument during clinical application. It was also reported that the seal was disengaged. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.